Event description:
The fiancee of a (B) (6) pt called lifecor customer support to report that they smelled something burning and found the battery chargers and battery burnt. They also reported that the battery was partially melted to the charger. Support sent replacement charger and battery.

Manufacturer narrative:
Device manufacture date: charger (B) (4), battery (B) (4). Device eval summary: device eval of charger (B) (4) has been completed. Upon inspection, the battery connector was found to have burnt pins. The root cause of the burnt pins cannot be positively identified. Battery (B) (4) has not yet been returned to lifecor. A supplemental report will be submitted once equipment is recovered and evaluated.